Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen had missing/stuck pixels. Customer's blood glucose ranged from 72-181 mg/dl. Customer continued to use the pump for insulin therapy.